Event description:
Tevaadaptor syringe adaptor hf for use with onguard contained medication system is leaking with proper use. This is causing dangerous chemotherapy leaks both in the pharmacy itself and on the pt care floors. FDA safety report ID# (B)(4).